Manufacturer narrative:
A ge oec svc rep investigated the issue and removed and replaced the mainframe sram. The system was tested and found to be operating as intended. The sys was released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No negative pt effect was reported because of this malfunction.

Event description:
The ge oec 9600 fluoroscopy sys would not boot with the facility biomed engineer. Requesting order and install of a replacement sram card for the system.